Event description:
On (B)(6) 2012, the patient contacted animas alleging his blood glucose reading was elevated to "high," over 600 mg/dl, due possible insulin delivery issue. The hyperglycemic episode occurred one month prior to contacting animas. The patient went to the hospital at the time of concern. Before the patient obtained the alleged "high" blood glucose reading, he reportedly took 3 bolus insulin doses via the pump which he felt was not delivered accordingly. Animas has made several attempts to contact the patient for more information but was not successful. A letter was sent to the patient requesting a call back. This complaint is being reported because the patient claimed he had "high" blood glucose reading and required hcp treatment after his blood glucose reading did not go down with insulin pump treatment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.